Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. This device was manufactured before the UDI requirements.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll for evaluation. No data log files were provided for review. The customer stated that they use a third party for their service provider, so they will not be returning the device to zoll. An email was sent to ask the customer for data log files, but no replies have been received at this time. The complaint is closed as no product returned, and this service request will be reopened if the device is returned to zoll for evaluation or if the event data files are provided for review. No emerging trend based on similar reports.